Manufacturer narrative:
Pt outcome was not provided by reporter. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements, showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. By report, off label use due to anatomical exclusion (short infrarenal neck). Primary type 1a reduced after placement of another MFR's stent. Physician decided to take wait-and-see approach. Pt anatomy likely contributed to the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) female pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was not suitable for endovascular repair. (Proximal neck length: 13mm - 15mm, no problem in access route.) The procedure was conducted under general anesthesia. The final confirmatory angiography showed a proximal type I endoleak. Other MFR's stent and balloon were used for sealing at the proximal site. Then, the endoleak was reduced and the procedure was completed. The physician decided to take a wait-and-see approach. There has been no pt's outcome reported and no images are available.